Event description:
It was reported that the right ventricular lead impedance increased. The r wave and threshold remained stable and no other changes were noted. The physician will monitor the pt.

Event description:
New information notes the lead impedance continues to raise. The lead was capped and replaced on(B)(6) 2014.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.